Manufacturer narrative:
The pump was returned, and analysis found pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and pump/motor/gear train anomaly/stall due to shaft-bearing.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for movement disorders. It was reported that pump stalled on (B)(6) 2018 and never recovered. Patient experienced a return of pain, taste of metal in the mouth and headaches. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Logs were read for diagnostics/troubleshooting. Patient was having pump replaced on (B)(6) 2018. At the time of this report, it was unknown if the issue had been resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative indicated that the patient was receiving prialt (25mcg/ml at an unknown dose) and fentanyl (2000 mcg/ml at an unknown dose) via an implantable infusion pump. It was reported that the a motor stall was confirmed via the pump logs and the pump was placed into minimum rate. It was noted that the patient did not have a magnetic resonance imaging performed. The pump was replaced and the issue was resolved. It was reported that the pump would be returned for analysis. No further complications have been reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.